Manufacturer narrative:
The sample has been received and in-house evaluation is in progress. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A surgeon reported that the infusion cannula failed to lock into the trocar during a combined (cataract/vitrectomy) procedure. Surgery was completed with a new infusion cannula and 15 minutes delay. No patient impact was reported.